Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight and the skin under one of the electrodes was open and smelled. The wound was reportedly under the armpit. The patient's home healthcare aid placed a piece of gauze on the wound. Follow-up indicated that the wound was better.